Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had an open skin irritation under her right breast. It was reported that a nurse put a "wrapping" over the irritation to prevent the electrode from touching the irritation. During a follow up, it was reported that the irritation was no longer present.